Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins).it was reported that the patient's ins was in over-discharge and that the rep could not interrogate the device. The patient was not able to stay at the hcp office to attempt a por due to time constraints. Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the overdischarge as that the patient stated recharging was too confusing for him and he had not charged in approximately 2 years. The rep reported that the patient was seen in office (B)(6) 2018 and his 60 minute clock was reset three times. The rep reported that they were unsuccessful in establishing communication with the generator and the patient didn't want to continue trying. The rep reported that the issue wasn't resolve and the patient was undecided if he wanted a battery change or not. No further complications were reported.